Event description:
It was reported; prior to use, the user tested the function of an ncircle tipless stone extractor and found that the basket would not open. Its use was discontinued, and the ureteral stone removal procedure was completed with another same type device. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1 - phone =(B)(6) g4 - PMA/510(k) #: exempt. H3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported; prior to use, the user tested the function of an ncircle tipless stone extractor and found that the basket would not open. Its use was discontinued, and the ureteral stone removal procedure was completed with another same type of device. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions and instructions for use (IFU) as well as a visual inspection of the returned device, were conducted during the investigation. A device failure analysis was conducted on the returned device. One device was returned in an open package with label. The handle will actuate the basket. The distal tip of the basket sheath is damage. Foreign matter was noted at the tip of the basket. The foreign matter was not reported by the user, and the device was not used. It is believed that the foreign matter came from the returned device loose in the package with the tyvek pouch. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU, t _ ntse_ rev1; the IFU did not provide any information related to the reported issue. Evidence gathered upon review of the complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the cause for the reported failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.